Event description:
The facility reported a colleague infusion pump with failure code 16:336:936:0000. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 16:336:936:0000 was confirmed during product evaluation in the pump's event history. This condition was caused by a software memory failure. The reported condition could not be reproduced. Therefore, no repair was necessary.